Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported difficult to insert and difficult to remove from the tray were not confirmed due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication to suggest a lot specific product quality issue. The investigation was unable to determine a cause for the difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received: although it was reported that there was a delay due to the device issue, there were no adverse patient effects; therefore the delay is not considered clinically significant. Additionally, the dc pod may have become torn for the second emboshield nav6 device and there was no filtration element separation as previously reported for either device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional emboshield device referenced is being filed under a separate medwatch report #.

Event description:
It was reported that during preparation, the filtration element of a 190 cm emboshield nav6 embolic protection system (eps) was not able to be loaded into the delivery catheter pod. Additionally, it was not possible to remove the device from the dispenser tray and the filtration element became separated inside the tray. The same issue occurred with a second 190 cm emboshield nav6 eps. Neither device was used in the patient anatomy. Therefore, another non-abbott eps was used to successfully complete the procedure. Reportedly, there was a clinically significant delay in the procedure; however, there were no adverse patient effects. No additional information was provided.